Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that this morning her blood glucose was 139 mg/dl and then 1.5 hours later it was at 27 mg/dl. Customer's blood glucose readings were reported as later being 82 mg/dl, 26 mg/dl, 36 mg/dl, 63 mg/dl, and 29 mg/dl. Customer's current blood glucose was 105 mg/dl. Customer treated with crackers and peanut butter. Customer stated that she had a low blood glucose level of 26 mg/dl on (B)(6) 2016. Customer treated with food. Customer requested a call back because she could not hear well. Customer called back and stated that the bolus history shows a bolus at 11:30 am that she does not remember doing. Customer was advised that this could have caused her low blood glucose. Customer stated that there have been no health or lifestyle issues. Customer went through the rewind and fill tubing process and was able to reconnect back to the pump. Customer checked and her blood glucose was at 144 mg/dl. Customer was advised to monitor the pump.